Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery with the compression wire. When the compression wire was removed, it was broken off at the border between the wire and the ball. Since the wire removal was performed in forward rotation, stress was applied to the base of the boll and wire, causing the breakage. All the inserted screws were removed once. The gap was created by tapping an elevator tip between the plate and the bone with a hammer in a steady motion. The plate was lifted using a lever, and the remaining wire tip was removed. Subsequently, the screw was inserted into another screw hole, and the image showed that there were no broken fragments in the body after internal fixation. The wound was closed. The surgery was completed successfully within thirty minutes delay. This report is for a 1.6mm compression wire 15mm thread/150mm length.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part:03.211.415.01s. Lot:281l577. Manufacturing site: werk selzach. Supplier: früh verpackungstechnik ag. Release to warehouse date:01 mar 2024. Expiration date: 01 mar 2034. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 03.211.415.01-15. Lot: 6819p80. Manufacturing site: balsthal. Release to warehouse: 12-sep-2023. A DHR evaluation was performed for the finished device article # 03.211.415.01-15 lot # 6819p80, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.